Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced insulin flow block alarm event on (B)(6) 2024. The blockage was located at the tubing. No further information available.